Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinic-assisted ovarian cystectomy procedure, a bowel injury occurred, resulting in the creation of a temporary ileostomy. It was noted that the da vinci system, instruments, and accessories did not cause or contribute to the incident. The injury was caused by the incorrect insertion of a third-party retrieval bag used to extract a 12 cm dermoid cyst containing teeth and hair, which was mistakenly introduced into the rectum. No bleeding occurred, and a blood transfusion was not required. The colorectal service was consulted, and a temporary ileostomy was created, with plans to reverse the stoma in 8 weeks. The procedure was completed, and the patient was discharged without postoperative complications. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Additional information: further investigation confirmed that the third-party retrieval bag was mistakenly inserted into the rectum instead of an abdominal incision to remove a specimen.